Event description:
It was observed during the device inspection, that the duodenovideoscope presented white foreign material inside the air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The foreign material/stain could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: since the adhesion location of foreign material was not external surface of the device, the foreign material could not be removed by reprocessing. The light guide-lens glue was peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the light guide-lens and caused corrosion. However, we could not specify occurrence cause by confirming this event/analyzing the device because the device was not sent to mbc. This issue is addressed in the instructions for use (IFU): the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. The preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.